Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug was properly seated and no issues were observed on the returned sensor patch. Data was extracted from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Performed a visual inspection on the sensor plug assembly and broken snap was observed. The returned sensor was further investigated and de-cased and no issues such as contamination or physical damage were observed. Reprogram/activated the returned sensor and sim vivo test (simulation of the electrical signal produced by the sensor tail) was performed, and results were within specification. Performed visual inspection on the sensor plug and observed the broken snaps. Although sim vivo passed, the broken snaps on the sensor plug causes improper seating of the plug in the mounts. This causes poor connection between the rubber contacts and printed circuit board (pcb) contacts. Therefore, this issue is confirmed to broken snap. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A replace sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced sweating and lightheaded, ¿unaware of everything that was happening¿ and was unable to self-treat, requiring third-party administration of dextrose tablets (3 or 4) and juice for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A replace sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced sweating and lightheaded, ¿unaware of everything that was happening¿ and was unable to self-treat, requiring third-party administration of dextrose tablets (3 or 4) and juice for treatment. There was no report of death or permanent impairment associated with this event.